Manufacturer narrative:
The kci surface account manager stated that the facility reported the pt manipulated the hand controller, which was placed at the foot of the bed. As indicated above, a CT scan was not performed because the pt's weight exceeded the limit. Following the alleged event, kci provided additional inservicing to the healthcare facility. In addition, it was reported that the healthcare facility will no longer attach the hand controllers to the bariair beds. The hand controller for the bariair therapy system is designed so that the exit button must be compressed and held in order to articulate the bed into the exit position. In addition, bariair therapy system is equipped with a lockout feature that when activated by the hospital staff has the ability to lock-out the hand controller. The bariair therapy system quick reference guide documents the use of the lock-out feature for this bed and states that "lock-out of therapy functions and air functions from the main control panel should be used at the staff's discretion to ensure against unauthorized tampering with system settings." Although there was no reported device malfunction, the unit was returned to the kci service center and tested per quality control procedures. The unit met specifications. Although the autopsy suggest cause of death related to pneumonia and subsequent bed evaluation showed the bed to be within specification, kci is filing this MDR as a result of the previous MDR filed by hospital in 2008.

Event description:
The initial reporter provided the following information from the pt's medical records: in 2008 at 11:00 pm the pt was found on the floor at the foot of the bed, the pt was placed back into the bed by hospital personnel, and a CT scan was not performed due to the pt's size. According to the staff statement in the medical records, the pt allegedly manipulated the bed control in his confusion which articulated the bed into an exit position. The initial reporter indicated per the medical records, the pt was transferred to the intensive care unit following day for septic shock and subsequently expired. The pt's death certificate indicates that the cause of death was sepsis due to pneumonia, due to enterocutaneous fistula due to loss of abdominal wall. This info was also provided by user facility.